Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 72 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 1200-a - cemex rx 40g low viscosity (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 204-04-33 - trapezoid tibial tray sz 3f/3t (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 234-02-03 - optetrak asy,ps cemented femoral, sz 3, g3: added 510k number. H4: added device manufacture date. H6: corrected type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.